Manufacturer narrative:
(B)(4). (UDI #): (B)(4). Report source: (B)(6). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted

Event description:
It was reported during initial operating room setup, the nurse handling the femoral provisional had black residue on her gloves. There was noticed to be black debris on the inside of the left and right femoral provisional. There were five sets examined and all five sets had the same black debris. As a result of the event, a delay in procedure occurred approximately 35 minutes long. No additional patient consequences were reported.

Manufacturer narrative:
Product was not received for evaluation. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. The root cause is attributed to a maintenance issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Additional: updated corrected conclusion code if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.